Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing noted on the current electrogram (egm). Atrial sensitivity was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.